Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 20mm stent delivery system (sds); (B)(4) was returned for analysis with a guide catheter and hemostatic valve containing two guidewire and a snare. The synergy device was returned loaded over a guidewire and tracked through a guide catheter. The shaft of synergy device was inside the guide catheter and a hemostatic valve. The balloon, stent and tip of device were protruding from distal end of the guide catheter. A snare device was going through the guide catheter and haemostatic valve and the distal end of the snare device was protruding from distal end of guide catheter. The loop of the snare device was around tip of synergy device and the guidewire. A second guidewire was within the guide catheter and hemostatic valve. A visual and microscopic examination of the crimped stent identified stent damage. The proximal end of stent had been bunched distally along the balloon. The 2 most distal stent strut rows appear undamaged and correctly positioned on balloon. The crimped stent outer diameter of the undamaged part of the stent was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were evident on the balloon wall exposed by the distal bunching of the stent indicating correct positioning of the stent prior to the complaint incident. During analysis the device was advanced further into guide catheter so that the shaft polymer extrusion could be examined. A visual and tactile examination of shaft polymer extrusion revealed no issues. Due to the stent damage the device could not be withdrawn from the guide catheter so the entire hypotube could not be examined. A visual and tactile examination of the proximal end of hypotube which could be examined revealed no issues. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the direction for use states: ¿if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and the guide catheter should be removed as a single unit. Do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur.¿¿ (B)(4).

Event description:
It was reported that stent damage and stent dislodgement occurred. The target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 3.00x20mm synergy¿ drug-eluting stent was advanced but device was unable to cross the lesion. However, upon removal, device was caught on a calcified area of the lesion and the proximal portion of the stent was shortened. When device was pulled back inside the guide catheter, the stent got dislodged, so the stent balloon was inserted again. The guidewire and the distal portion of the stent were captured with a snaring device and were removed together. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage and stent dislodgement occurred. The target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 3.00 x 20 mm synergy¿ drug-eluting stent was advanced but device was unable to cross the lesion. However, upon removal, device was caught on a calcified area of the lesion and the proximal portion of the stent was shortened. When device was pulled back inside the guide catheter, the stent got dislodged, so the stent balloon was inserted again. The guidewire and the distal portion of the stent were captured with a snaring device and were removed together. The procedure was completed with another of the same device. No patient complications were reported.